Event description:
Patient complained of chills and tachycardia during treatment. Patient requested to end hemodialysis early. Patient became unresponsive, 911 activated. CPR performed. Patient transferred to the emergency room via ems. Expired at the hospital.